Event description:
It was reported that an ilet user experienced loss of dexcom g7 continuous glucose monitor readings on the pump while readings remained available on the phone, consistent with a communication and pairing issue between the cgm and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm data on the pump after guided troubleshooting. Investigation included phone-based troubleshooting and education, including switching cgm type in the app, reselecting g7, and re-entering the g7 pairing code to initiate a new connection. Investigation of this case revealed that the issue was resolved through re-pairing and reconfiguration steps, indicating a transient communication or pairing failure without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity disruption leading to loss of cgm-to-pump communication, resolved by re-pairing.